Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was changing her tubing and she was rewinding her insulin pump. When she put the reservoir in the pump and rewound, the bottom part of the pump came off. The product will be returning.